Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aneurysm enlargement, and reoperation. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. Subsequent follow-up imagings showed no issues, with shrinkage of the aneurysm to 61mm. On (B)(6) 2014, five year follow-up imaging showed that the diameter of the aneurysm enlarged to 78mm. A distal type I endoleak was reported. The cause of the endoleak was reported to be unknown. On (B)(6) 2014, the patient underwent re-intervention using a non-gore stent graft to repair the endoleak. Two months after the re-intervention on an unknown date, a follow-up imaging showed resolution of the endoleak. According to the cro in (B)(6), no further information is available.